Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings: during investigation the pump history was reviewed and showed no evidence of a load step malfunction in the black box. The pump rewind, load, and prime steps were performed with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. The force sensor calibration was found to be within specifications. The pump was opened and no defect was found to the force sensor during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.